Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the triathlon tibial baseplate impactor is damaged. The black plastic is a bit mashed up and when we impacted the baseplate a few bits of plastic came off. This was noted by the hospital and it was returned to stryker.